Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the insulin pump was in his pocket when it started beeping. No further information reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function. No button error alarms noted. Insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.